Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly. Subsequently, the customer reported that the pump could not be charged despite the attempt of multiple power sources. The customer¿s blood glucose was 110(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally, the battery not holding charge issue could not be verified due to a faulty usb connector.